Manufacturer narrative:
H3:product analysis: evaluation confirmed the reported malfunction of washer came off the attachment. The likely cause of the failure could not be determined. However, it was noted that the tool wobbled due to breakage of the tip bearing and dislodgement of component parts was observed. In addition, deterioration of the markings and there were scratches and dents found during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the washer came off the attachment. At the time of report, the patient or staff impact was unknown. Additional information received stating that it occurred during intra-operation and there was no patient/staff impact.